Event description:
N/a.

Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed from the evaluation. The unit was received without 6in transitional. Evaluation showed that the base handle was closed without 6in transitional installed and deformed hole. The adjustment wrench threads, shock cushion, and 1/4in pin are worn. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. Unit exceeds its expected life of 7 years (manufactured in 2012). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on the mayfield ultra base unit (a2101) does not allow anything to slide into it. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.